Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was admitted to the hospital due to vertigo and had some sort of infection. Inflammation going from the incision to the side was noted and was experiencing back pain.

Event description:
A report was received that the patient was admitted to the hospital due to vertigo and had some sort of infection. Inflammation going from the incision to the side was noted and was experiencing back pain.